Event description:
On (B)(6) 2014 the customer reported their sales representative recently notified them that the patient's atrial lead was capped due to no capture. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 13 years.

Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.